Event description:
It was reported the subject device when a biopsy forceps or another was passing through outside the body, a piece of rubber came out. It is unclear where the piece of rubber was located. The procedure was completed by replacing similar device and inserting it again. The procedure was delayed about 5-10 minutes and then completed by replacing the equipment. There was no health hazards to the patient. There were no reports of patient harm.

Manufacturer narrative:
Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor the field performance of this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6 & h11. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.